Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2017; dtmb1qq device, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to pocket erosion of the crt-d. It was noted the device was fully exposed. The system was not replaced. No further patient complications have been reported as a result of this event.